Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis revealed multiple abrasion marks along the lead body with a rubbed through insulation at 48 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction with a partner lead. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed intra-operative damages, i.e. The fixation helix was found bent and stretched and the lead's distal part was found partly pulled out from the ring electrode. This resulted most likely from excessive mechanical forces applied during the explant procedure. With regard to the high impedance values mentioned in the complaint description, the analysis did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited high out-of-range pacing lead impedance measurement of greater than 2000 ohms. Additional information obtained from the field representative that when the physician pulled the lead, the lead went out of position. The lead was tested in fluoroscopy and lead connection in header was good. However when tested in the pacing system analyzer, the impedance measurement was more than 3000 ohms. The ra lead was explanted and was returned for analysis. No adverse patient effects were reported.